Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a removed tamper seal. A review of the event history log found a system fault. During the functional testing, error 41541 was able to be replicated. The root cause was found to be the defective latch lock optical flex sensor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the pump alarmed lock latch. It occurred frequently. No adverse patient effects were reported by the customer.